Event description:
It was reported that during the implant attempt of the new device the setscrew in the implantable cardiac defibrillator would not engage the set screw wrench when the physician attempted to connect the new right ventricular lead. The physician stated that the setscrew was backed out too far and that it is no longer in the setscrew port. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.